Event description:
It has been reported that device voice prompts are not functioning correctly

Manufacturer narrative:
(B)(4). Replacement pads resolved the issue. Problem description originally reported as voice prompt issue, this was sent in error. This was a self-test issue.